Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.

Event description:
It was reported that the radiofrequency (rf) head had an insulation breach. The device was returned to the manufacturer. No patient involvement or complications were reported as a result of this event.